Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was unable to charge their device. It was reported that the battery was not overdischarged. The rep reported that it was possible that the battery was too deeply implanted to charge. The rep reported that they tried charging the device and couldn¿t get any bars. The rep reported that they tried antenna locate and the best they could get was 28. The rep was able to feel the top edge of the battery, but couldn¿t feel the body of the battery. The rep reported that the area didn¿t appear swollen. The rep reported that the patient would be seeing the physician on (B)(6) 2017. The issue was not resolved at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the pocket was revised on (B)(6) 2017 and the battery was brought closer to the surface, as it was determined to be too deep. The rep reported that the recharger was brought onto the sterile field before closing and was able to get 8 bars. The rep reported that the patient had been able to recharge and was doing well. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. The patient¿s history includes radiculopathy. It was reported that per the patient, she has had at least two pocket revisions, but the battery is still too deep to charge, and is currently overdischarged. The patient has a history of the implantable neurostimulator becoming exposed requiring a pocket revision. It was noted that the pocket was opened on (B)(6) 2018, and the battery was visible, so the pocket was cleaned and closed by the surgeon; however, the battery was not replaced. Twice since then, the patient¿s spinal incision has opened and drained yellow fluid which was treated the first time with cefalexin for three months by the surgeon, and then treated again by her primary care physician, but it was never cultured. The incision opened again on (B)(6) 2019, and it is draining yellow fluid. A possible infection was noted. The patient¿s entire system was explanted on (B)(6) 2019. There was no gross infection observed, just the slight yellow draining, but cultures were obtained and are pending. There is a plan to re-implant the patient in 6-12 months with the implantable neurostimulator on the left side. The patient is currently taking keflex 500 milligrams twice per day for a week. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient stated that, after the battery pocket was revised, they had issues with infection and it was treated with antibiotics. The patient was doing well and was able to charge the battery without difficulty until they noticed that the pocket site was getting sore. The patient went to see the healthcare professional (hcp) on f(B)(6) and it looked like there was a small area that was not healing well. The patient stated that the hcp ¿squeezed¿ the pocket to check for any fluid leakage, but there was none; when the patient went home they felt a pop and some clear fluid leaked from the site. The patient contacted the rep on the morning of the report stating that the pocket had a small opening, the battery was visible and the patient was admitted on (B)(6) to the hospital to evaluate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that ins has not been charged for some time. Health care professional (hcp) indicated the ins was implanted too deep and patient has never been able to charge the ins. No patient symptoms or complications were reported in this event.